Event description:
It was reported by the customer that a pyxis anesthesia es system station time was inaccurate. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the software issue. The technical support specialist logged into station and corrected the server to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.